Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak at the fill port was not confirmed. A leak test was subsequently performed on the sample. During and after fill, no signs of leak were noted at the fill port. No repair was done, as this is a single-use device which will be discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility reported an intermate that leaked at the fill port during and after filling. The device was being filled with normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.